Event description:
Germany affiliate reports pt complained of discomfort after 5 hours of wear. Pt was on vacation in italy, and saw an ophthalmologist who diagnosed her with a "corneal crack," followed by a corneal ulcer, corneal clouding, and possibility of a corneal transplant. Injury occurred in pt's left eye. No additional info is available to further investigation at this time.